Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during acl surgery both screws did split during implanting. The broken off pieces have been retrieved from the patient. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed. The devices were returned broken in two fragments and threads are too damaged to be measured. The cause of the event is undetermined, however likely causes include improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.